Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
Review of event description: it was reported that the patient underwent primary implantation of a affixus natural proximal humeral nail on (B)(6) 2021 in the left humerus and underwent revision surgery on (B)(6) 2021 due to screw migration. The corelock mechanism has been reported as being engaged with the torque limiting handle after all the interlocking screws were placed. Review of received data: - x-rays: two preoperative x-rays of the left humerus were received dated (B)(6) 2021 showing calcar comminution. Four intra-operative fluoroscopy images were received dated (B)(6) 2021, whereby three of these images show the intraoperative implant placement and one image shows the repositioning and reduction of the fractured off humeral head with the use of kirschner wires. On one of the fluoroscopy images showing the implant placement, the nail appears to have been inserted too deep. Additionally, no nail cap was utilized. Two post-implantation x-rays dated (B)(6) 2021 were received. Four proximal screws as well as two distal screws without any notable conspicuousness can be seen. No ascending screw, but instead a descending screw was implanted. Bone formation can be seen in the area around the distal screws. Two additional x-rays, dated (B)(6) 2021, have been received. Compared to the previous x-rays, the first and second most proximal screws are confirmed to have migrated. - surgical report: the implantation record dated (B)(6) 2021 has been received. Indication for surgery is a proximal humerus fracture with "other" and multiple localization. The surgery conducted was an open reduction of a multi-fragment fracture in the joint region of a long tubular bone with osteosynthesis of the proximal humerus by intramedullary nail. The implanted products by item number have been provided. The revision record dated (B)(6) 2021 has been received. Indication for surgery is secondary bone necrosis of the upper arm. All devices were explanted and an inverse total shoulder endoprosthesis was implanted. - patient data: (B)(6), female, dob 24 nov 1919. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: document review could not be performed due to unknown product identification. - device purpose: all involved devices are intended for treatment. - product compatibility: the product combination was approved by zimmer biomet. Conclusion: it was reported that the patient underwent primary implantation of a affixus natural proximal humeral nail on (B)(6) 2021 in the left humerus and underwent revision surgery on (B)(6) 2021 due to screw migration. The corelock mechanism has been reported as being engaged with the torque limiting handle after all the interlocking screws were placed. The quality records of the involved products could not be reviewed as the lot number of the devices have not been provided. Therefore, no nonconformance or a complaint out of box (coob) could be identified. The received x-rays confirm the reported event, namely that proximal screws have migrated. On one of the received fluoroscopy images showing the implant placement, the nail appears to have been inserted too deep and without a nail cap. However, to what extent the position of the nail may have affected the course of the event remains unknown. Based on the investigation it could be assumed that further possible contributing factors to the migration of the screw might be multifactorial related to either patient condition and behavior, implantation procedure or design features. If and to what extent any of these aspects may have influenced the backing out of the screw remains unknown. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the migration of the screw. The need for corrective measures is not indicated for the time being and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent a revision surgery due to loosening of the proximal screws despite corelock technology. Pre and post diagnosis reveal bone necrosis on the upper arm.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional information was received on jun 17, 2021. Additional: a2, b5. Correction: b4, g3, g6, h2, h10. The manufacturer received other source documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Additional information which was received on (B)(6) 2021. D10: medical products: torque limiting handle; catalog#: 27923; lot#: 601270. Affixus pr hum corelock drvr; catalog#: 110035663; lot#: 4503366276. Therapy date: (B)(6) 2021. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additionals: b5, d10. Corrections: b4, d6b, g3, g6, h2, h10. The manufacturer received x-rays, other source documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent a revision surgery due to loosening of the proximal screws despite of corelock technology. Patient was diagnosed with multi-fragment fracture with osteosynthesis on the proximal humerus and hence underwent the initial surgery to reposition and fix the fractures.

Manufacturer narrative:
Concomitant medical products: proximal humerus left, 9x160mm, catalog#: 47-2496-161-09, lot#: unknown, blunt tip screw 4x44mm, catalog#: 47-2486-044-40, lot#: unknown, blunt tip screw 4x40mm, catalog#: 47-2486-040-40, lot#: unknown, blunt tip screw 4x46mm, catalog#: 47-2486-046-40, lot#: unknown, cortical bone screw 4x32mm, catalog#: 47-2486-132-40, lot#: unknown. Therapy date: (B)(6) 2021. The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent a revision surgery due to loosening of the proximal screws despite of corelock technology. Patient was diagnosed with multi-fragment fracture with osteosynthesis on the proximal humerus and hence underwent the initial surgery to reposition and fix the fractures.